Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Upon interrogation, the device was in safety mode. Safety mode was initiated due to a memory fault. Further testing revealed the error correction code for the data was corrupted. The cause of the corruption could not be determined. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient did not feel well and presented to the hospital. Upon interrogating the device, it was noted the device was in safety mode. As a result, a revision procedure was scheduled and performed. The device was explanted. No adverse patient effects were reported.

Event description:
--